Manufacturer narrative:
The evaluation confirmed the breakage. All aspects of the product were found to meet the design specifications. The evaluation was unable to determine the cause of breakage; however, product error has been ruled out.

Event description:
Complainant claims the tip broke.